Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v281277, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v281277, implanted: (B)(6) 2009, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had their implantable neurostimulator (ins) replaced because of difficulty with the battery not holding a charge. When it was initially implanted they were able to go 6-7 days before the battery would drop to 25%. Recharging frequency had increased to every 5 days, 4 days, and then 3 days and eventually he would have to charge it 3-4 hours every other day. There was a fall and no unrelated medical procedures. The fall may have damaged the battery but he was not sure. The health care professional (hcp) said it needed to be replaced. No symptoms were reported. The patient had an implantable neurostimulator (ins) replacement surgery at the end of (B)(6) 2015.

Manufacturer narrative:
Supplemental initiated to update with additional information.

Event description:
Additional information from the consumer reported approximately six weeks later that they were unsure what circumstances led to the need to frequently recharge the battery implanted on (B)(6) 2015, but then stated that the "battery was approximately five years old." It was noted that "inquiry of the battery and wires" and programming adjustment were done in troubleshooting, however no results were provided.